Manufacturer narrative:
The affected evita 4 was examined on site by dräger service and the logbook was evaluated both on site and at the manufacturer's (month and year of manufacture: december 1996; operating hours: approx. 110000). Three warm starts could be verified both in the initial device inspection and in the subsequent logbook review. The error entries indicate a failure in the dosing valve of the mixer cartridge for oxygen or air. The device behaved as specified for the failure and tried to correct the failure with a warm start. During a warm start evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The warm starts are repeated as long as the triggering error condition still exists. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported by the user facility, that "the device restarted three subsequent times and was then replaced. The patient (B)(6) was weaned at the time, and due to his sufficient spontaneous breathing there were no problems during the device failure. There was no risk posed to the patient at any time due to the rapid and competent action of the nursing staff. The affected machine was reprocessed and removed and the patient was connected to another ventilator."